Event description:
It was reported that during an afib when the ez steer thermocool sf nav catheter was plugged into the piu, the signals loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The case was completed without any patient consequence by replacing the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical resistance and current leakage and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.